Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported ECG issue through the patient ECG leads; however the reported ECG issue with the paddles lead could not be duplicated. It was also observed that the case of the device had become separated. The customer informed physio that the device had been dropped. Physio determined that the cause of the ECG issue through the patient ECG leads was due to a bent pin on pcb-mounted jack connector, designator j23 on the patient parameter pcb assembly. The bent pin was straightened to resolve this issue. The bent pin was likely due to the damage caused by the customer dropping the device. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported intermittent ECG issue through the paddles lead, could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was intermittently not reading an ECG signal through the patient ECG leads and the paddles lead. Without this functionality the need for defibrillation therapy could not be determined. There was no patient use associated with the reported event.